Event description:
Patient with left knee pain. Patient had a total left knee arthroplasty in 2002 and did quite well. Patient has a history of benign prostatic hypertrophy and bladder stones, and has been catheterized several times. During the time of their catheter, their left knee became painful and swollen. It appeared infected. Patient was admitted to the hospital for incision, drainage, removal of total knee components, and conversion to an antibiotic spacer.